Event description:
It was reported that the patient visited the clinic and that diagnostic data revealed episodes showing signs of t- wave oversensing, low and fluctuating r-wave measurement and that the patient alert triggered. It was also reported that the patient has had episodes showing t-wave oversensing earlier and that the lead sensitivity was reprogrammed at that time to prevent the oversensing issue. Lead noise was also noted. The lead was removed and replaced. The device was electively replaced and a review of the device performance data found that the device had experienced a power on reset. Follow up information was received and indicated that the patient had been undergoing radiation therapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one por (power on rest) for critical ram parity error, addr=1fc0, data 04 on (B)(4) 2008. There was one patient alert for device circuit error on (B)(4) 2008. The data shows parity error count equal to 3, between (B)(4) 2007 and (B)(4)2008. (B)(4) the full lead was returned and analysis found no anomalies. However, the distal conductor had blood/body fluid (not obstructed) and there was blood/body fluid on the outer tubing overlay. The outer tubing was kinked/buckled. The outer tubing overlay was melted, had cosmetic environmental stress cracking and was breached cut. The outer tubing had environmental stress cracking breach/breach (non-electrical). The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism, the lead was stretched and visual analysis noted apparent explant damage.